Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 7 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration in type iii bone. A temporary bridge was also placed at the same time. Clinician reports a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 7 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration in type iii bone. A temporary bridge was also placed at the same time. Clinician reports a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).